Event description:
Boston scientific received information that this patient experienced dizziness and fainting spells which caused the patient to fall. System evaluation noted noise which had been oversensed resulting in pacing inhibition and asystole. Noise could be reproduced during pocket manipulation and during range of motion exercises with the patient's left arm. A revision procedure was performed and under fluoroscopy, it looked liked the ring electrode was back a bit but could they could not confirm if the end of the lead was past the block or not. After the device was removed from the pocket, a tug test was performed and the terminal pin separated from the lead body. The physician loosened the set screw and removed the lead. Visual inspection noted a potential ring bonding issue. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. The device remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.